Event description:
Abdominal xenmatrix prosthesis 19 cm x 28 cm implanted on (B)(6)2010. Same prosthesis explanted on (B)(6)2010 as surgeon noted crumbling at fascia edges and also at mid portion. Diagnosis or reason for use: abdominal wound closure post wound evisceration; open colostomy take down.